Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). This occured while the patient was connected during the third dwell cycle of peritoneal dialysis therapy. There was nothing found during troubleshooting that could have caused the reported event. The technical services representative assisted the patient in clearing the alarm. The patient stated she would complete therapy with manual supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.